Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and the customer received a button alarm. The customer's blood glucose level was 398 mg/dl. The customer performed a pump reset to clear the alarm, and continued to use pump for insulin therapy.